Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via an 8f sheath hole prior to a carotid artery aneurysm interventional procedure. Reportedly, during an attempt to pre-place the first prostyle there was a cuff miss [suture retrieval issue] as the feet were not properly against the vessel wall. When the device was being retrieved, the device got stuck. It was attempted to open and close the foot many times to make sure that both feet were properly closed but when trying to pull on the device for removal it was not possible. A second physician was called in to troubleshoot. The device was opened and closed one more time and when pulled, the physician finally managed to retrieve the device without issues. Another perclose prostyle was used to close the rcfa as the second physician was not aware the first physician was doing a pre-closing technique. It was then decided to puncture the left cfa and proceed with the procedure without any prostyle pre-placement and post-closed the 8f bore with a femoseal. The patient was successfully treated. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017/ failure to follow steps / instructions.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and difficult to close were not confirmed. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, during an attempt to pre-place the first prostyle there was a cuff miss [suture retrieval issue] as the feet were not properly against the vessel wall. It should be noted that the electronic prostyle instructions for use (eifu), states: while maintaining the device logo position and keeping the device at approximately 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In this case, the IFU deviation likely contributed to the reported needle to cuff miss. Based on the information provided, the reported needle to cuff miss appears to be related to the user error and the reported difficulty to close and remove appear to be related to challenging anatomical conditions. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.